Event description:
Event description guidant received information that this device, which was implanted for three years, was explanted due to suspected premature battery depletion. It was reported that the clinic has lost faith in guidant's products.